Manufacturer narrative:
An internal biomérieux investigation was performed due to a report of false resistant vancomycin (va) results for multiple patient isolates in association with the vitek 2 ast-gp67 cards and software v9.01. The customer stated they were having issues with staphylococcus isolates testing resistant for vancomycin. Alternate testing results (method not specified) were susceptible. A total of eight initial lab reports were submitted for this investigation (six staphylococcus aureus, one staphylococcus lugdunensis, and one staphylococcus saprophyticus) all demonstrating va mics >=32, resistant. The customer did not repeat vitek 2 testing for these strains. Alternate testing was performed with initial vitek 2 testing and results were susceptible. The customer did not submit the implicated strains for investigation. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. Ast-gp67 lot #1320760213 met final qc release criteria. This lot passed qc performance testing.

Event description:
A customer in the united states reported false resistant vancomycin results for multiple patient isolates in association with the vitek® 2 ast-gp67 test kit. The customer stated they were having issues with staphylococcus isolates testing resistant for vancomycin. Upon repeat testing with vitek or alternate testing the results are susceptible. The field application specialist verified the customer's procedures without issue. A field service engineer (fse) went to the customer site for preventive maintenance. The fse stated that instrument components were without issue, but the elevated vancomycin happened with enterococcus and staphylococcus species. The fse provided instructions to the customer for a saline sterility check to rule out possible contamination. The fse reported there were no recent isolates with elevated vancomycin. Further follow up was to be performed. No patient information was provided by the customer. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.